Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) via the healthcare professional (hcp) reported that the cause of the impedance issues was undetermined. No further complications are anticipated and no patient symptoms were alleged.

Manufacturer narrative:
Evaluation of the extension 3708660 dbs no tunneling tool s/n (B)(4) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, product type extension.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that after the extension was connected, when telemetry was established there was abnormal impedance. The event seemed to be initial product failure, but it was determined the issue may have occurred during connection. The connector was sterilized and reconnected without resolution. The physician's observation of causality was the procedure. The extension was never implanted. A different extension was used and the issue was resolved. There was no impact on the patient. No further complications were reported or anticipated.